Event description:
Hickman catheter started to have malfunctions with bulging blue lumen port and difficulty with effusions and leaking from the catheter. Physician order to repair, triple lumen repair kit obtained and catheter repaired per policy.